Event description:
Per the clinic, the patient experienced pain and no auditory perception subsequent to sustaining a head trauma at the implant site. Pain medication and corticosteroid were prescribed prophylactically. Reprogramming and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.